Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered shocks that were unsuccessful in terminating the patients ventricular arrhythmia, with the rhythm self terminating. At a later date, this crt-d delivered shocks, with only the last shock terminating the patients ventricular arrhythmia. At a follow up, a defibrillation threshold (dft) test was initiated after switching polarity, with the shocks been unsuccessful in terminating the rhythm so it was externally terminated. The patient was scheduled for a therapy upgrade procedure due to them been a high dft patient, but at this time there is no record indicating the procedure has been performed. This crt-d remains in service. No additional adverse patient effects were reported.